Event description:
It was reported to st. Jude medical that the device displayed a reset message as well as a shorted output stage detection message. The pt has been experiencing a vt storm requiring external defibrillation. The current battery voltage is at eol. Technical services recommended turning the device to defib off/pacer off due to the end of service battery condition and shorted output stage detection message. In an attempt to turn the device to defib off/pacer off, the device could not be interrogated and a 'device not supported by software' message was displayed. The device is reportedly not causing any clinical complications at this time and it will be left as is until the pt is stabilized. The device will be replaced once the pt's condition stabilizes.